Event description:
The customer reported via phone call that they received a no delivery alarm with three different reservoirs from the same box. The customer stated that she tried to push insulin through with the plunger and it hardly exited. Blood glucose level at the time of the incident was not provided. The customer was advised that the reservoirs would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.